Event description:
Procedure performed: unknown. Event description: les clips ne ferment pas /pas de maintien de la prise. Translation: clips do not close / no hold on the clamp. Additional information received from applied medical representative via email on 24-feb-2022: there was no patient injury. 3 clips were tried on the patient. The issue was resolved by taking another lot. The clips are available for return. The single-used devices were not reused, they used other clips of the same lot. Type of intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the customer¿s experience of clips unable to close could not be confirmed or replicated. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: les clips ne ferment pas /pas de maintien de la prise. Translation: clips do not close / no hold on the clamp. Additional information received from applied medical representative via email on 24-feb-2022: there was no patient injury. 3 clips were tried on the patient. The issue was resolved by taking another lot. The clips are available for return. The single-used devices were not reused, they used other clips of the same lot. Type of intervention: change of device. Patient status: no patient injury.